Manufacturer narrative:
(B)(4). Information was received from a distributor who is not required to complete form 3500a. Visual inspection of the returned a-frame confirmed indications of wear and tear consistent with extensive use during the potential field age of approximately 5 years. The reported fractured thumb screw was not returned for further evaluation. The device exhibited successful field use. This device is used for treatment. A broken fractured thumb screw would result in the inability to fasten/assemble the a-frame to the inserter; however as no thumb screw as returned for further evaluation, this specific failure mode could not be confirmed. Based on review of incomplete returned components of the a-frame, a specific cause for the reported issue could not be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the lateral alignment frame broke while trialing the acetabulum.